Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the housing surface where the turbine located of the lap top ventilator 2200 was very hot when it was running for hours. The customer confirmed that there is no patient involvement associated with the reported event.